Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) of a clinical study reported that the patient felt the stimulation even after he turned it off. The patient saw his managing healthcare professional (hcp) and the managing hcp doesn't believe that it is related to the stimulation system. The patient's physiatrist believes it is related to the device. The patient had fallen 16 times in the past 4 months. The patient reported feeling stimulation even after he turned the device off. The patient had a terrible new pain on the right side of his back and 30 mg of oxycodone was not helping. The patient reported that the stimulation was for the right femoral nerve and the patient had no sensation in the left lower leg and that was the reason he was supposed to have an emg. The patient had pain so bad he had not slept in 3 days. Relevant medical history included: non-malignant pain, peripheral neuropathy

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.